Manufacturer narrative:
This report is submitted 19 august 2020. (B)(4).

Manufacturer narrative:
This report is submitted on 22 june 2020.

Event description:
Per the clinic, the patient experienced poor performance with device use. Subsequently the device was explanted on (B)(6) 2020, the patient was re-implanted with a new device during the same surgery.